Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that four hours after a da vinci-assisted right hemicolectomy procedure, the patient began bleeding from the ileocolic artery. The ileocolic artery was sealed and cut with a vessel sealer extend (vse) instrument with no reported issues. As a result of the bleeding, an emergency laparotomy was performed. The patient is currently in the intensive care unit (ICU) and is stable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the estimated blood loss due to the complication was 2.5 liters. It was necessary to administrate 6 concentrated units of blood. The vse instrument worked during the procedure and all audible tones indicating vessel sealing was completed were heard during the initial procedure. The patient was discharged.